Event description:
A leveen superslim electrode was being used for therapeutic ablation of hcc in the liver in 2005. Radiofrequency ablation was performed with the two-step-wise method on three tumors, each sized 2.5cm. Ablation was performed four times on the first tumor with the puncture positioned in the middle of the tumor. Upon ablation of the second tumor, the cannula was advanced and pulled back two to three times. After removal of the cannula, a burn was noted at the region of the puncture. No anomalies were noted at the insulation. The cannula was again advanced and pulled back two to three times on the third tumor and ablation was performed three times using the same needle. A burn was noted and the insulation had peeled off at 5 cm distal after removal. Ablation was completed with the use of another needle. The burns were located at the right latus and between central and right of the belly. Two areas were burned with blistering. The pt received treatment for the third degree burns at the hosp which continued for one to two months.